Event description:
Related manufacturer reference number: 1627487-2022-00863. It was reported that the patient received the early replacement indicator messages for their left and right ipg's. As a result, the physician explanted and replaced the patient's ipgs. Surgical intervention resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.